Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 410 mg/dl. The customer's blood glucose was 410 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose by bolus. The insulin pump will not be returned for analysis.